Manufacturer narrative:
Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova (B)(4) for investigation and the issue was confirmed. The investigator found that the dc-supply required replacement. The part was replaced and the reported issue was resolved. Subsequent functional verification testing was completed without further issues and the unit was returned to the customer.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device has been requested for return.

Event description:
Livanova (B)(4) received a report that s5 gas blender system displayed a numerical error during a procedure. The device was changed out to complete the case. There was no patient injury.